Event description:
An aus device was implanted, date not indicated. Entire device was removed from the pt and replaced due to "fluid loss-cuff, and control valve not working." Ams has requested add'l info.